Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no visible damage was noted. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. A shaft break was identified in the lasercut region, 34.5cm proximal to the distal end of the tip, with a shaft polymer extrusion tear at the same location. The device was soaked at 37 degrees celsius overnight to facilitate functional testing. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. An attempt was made to inflate the device to 16atm as per instructions for use, however a leak was noted from the shaft polymer extrusion tear/lasercut region break. The device was cut by the investigator at the break site and an inflation aid was used to inflate the device to 16atm. The device inflated to 16atm, held pressure and deflated (12 seconds) and the stent deployed without issue. The inflation device was verified before and after use using druck pressure gauge. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured before the stent was deployed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured before the stent was deployed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.